Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances leading to the implant charging issues were that the cord on the recharger became loose and the implant would not charge. It was noted that the step taken to resolve the issue was that it was replaced. The patient wrote that the implant charging issues were resolved and the implant was able to be brought out of a depleted/empty status.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that 2 days ago the patient (pt) received no device found when attempting to connect to their implant. The patient reset the controller but that did not resolve the issue. During the call, the patient reset the controller and attempted to charge the implant. The patient was walked through passive recharge model. They were able to charge their implant at excellent with a green flashing light. The patient's controller was at 60% battery. The patient was charging the ins battery and then received software problem message intellis 3.0 243 qf_port. A new controller was requested. No symptoms were reported. Additional information was received. The patient called back and reported that he received the controller but there is no power on the controller. The patient was assisted with placing the battery in the new controller and the controller powered on. Assisted patient with start recharging the implant and the controller showed the passive recharge screen. Reviewed the process for the passive recharge screen and recommended the patient continue with passive recharging process and if there are questions to call back for assistance. Patient called back stating that when they go through passive recharge mode they receive 100-100-100 and they keep on receiving the message unable to recharge. It was noted that the patient was unable to proceed past passive recharge mode, stuck in passive recharge mode. During the call the patient denied any recent falls or traumas and verified that there was no external heat when recharging implant. Emailed repair for a new recharger (rtm). Patient said that they were frustrated that they would not be able to get equipment until tuesday. Requested saturday shipping but told patient that the package probably won't arrive until tuesday. Patient said that they have not had stimulation for 2 days and they were hurting bad in the spine. The patient called back reporting the controller continued to show 'checking the recharger' even after the replacement recharger telemetry module (rtm) and controller were received. At one point during the call the patient received the "battery empty. Cannot provide stimulation. Recharge your implanted device." Screen and the patient's battery screen showed the controller 90% charged and the implantable neurostimulator with a red stripe. The patient was redirected to their manufacturer representative (rep), and they later called back reporting they were still having difficulties charging the implant and this had resulted in him being in pain. At the point during the call the patient was seeing the passive recharge mode (pmr) screen (with numbers 76, 76, 100 and 16, 76, 100). They said that he'd been sitting on his charging paddle for so long (confirming past the normal amount of time pmr would take). They were redirected to their healthcare provider (hcp) for assistance/to check the implant.